Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/12/2019.

Event description:
The customer reported an alarm light emitting diode (led) failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 19 jan 2020. Date of report: 20 jan 2020. The service support technician performed an evaluation couldn't duplicate the reported problem but error code was found in the error logs. The service support technician then replaced the power switch over lay as a precaution. Performed over all check, run in and functional test after repair. No other abnormalities were found.